Manufacturer narrative:
The investigation of the photo provided by patient was completed by the failure analysis lab on 10/4/2019. Device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant and capsular contracture associated with breast implant. During evaluation of the device it was observed some lines of shell abrasion in anterior and posterior view, additionally an area of siltex cracking was noted. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A shell wear and siltex cracking failures may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2019, additional information was received. Right and left sided devices were found to be intact upon removal. Granuloma was found on left side device during explantation. Coding has been updated. Reason for device explant and/or reoperation: granuloma and capsular contracture baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device summary: the investigation of the returned device was completed by the failure analysis lab on 12/12/2019. According with the information reported the patient developed granuloma and capsular contracture associated with breast implant. During evaluation of the device it was observed some lines of shell wear in anterior and posterior view, additionally an area of siltex cracking was noted at posterior view. No other anomalies were observed. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A shell wear and siltex cracking failures may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture baker's grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 400cc mentor siltex round moderate plus profile memorygel breast implants experienced bilateral constant pain and burning sensation that comes and goes post procedure. On (B)(6) 2019, patient had a mammogram which confirmed left implant rupture and a physician confirmed left sided capsular contracture baker¿s grade ii. A magnetic resonance imagery was performed on (B)(6) 2019 which confirmed silicones have moved in areas outside its original placement. Furthermore, patient experienced lumps on left side and implants shifting and sitting differently. As a result, patient has a planned explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-18660 for contralateral prosthesis report.